Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's nurse that the customer had a crack and moisture in the insulin pump. Nurse stated that the buttons are sticking. The insulin pump was in a bag and basals were still running, so it got wet. The blood glucose reading was unknown. Nothing further reported.